Event description:
It was reported the patient ¿wanted¿ her device removed ¿since it never worked for her.¿ it was stated the patient ¿never had a therapeutic effect.¿ it was noted for the last two years prior to report, the patient experienced ¿pain and numbness in her hand and feet, difficulty voiding, decreased appetite, and was tired all the time.¿ it was noted the patient was to see her physician in the ¿next month¿ after report. Additional information received reported the patient had a stim neurostimulator(ins) and it was taken out a few weeks prior to report, so she could do MRI's. It was noted the ins was put in (B)(6) 2006 and it did not work for her.

Manufacturer narrative:
Product ID: 377730, lot# n0029683, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID: 747260, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).